Event description:
It was reported that device detachment occurred. During a procedure involving an opticross imaging catheter it was noted that the device was broken. No patient complications were reported.